Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown accolade stem was reported. The event was confirmed via provided photographs. Method & results: product evaluation and results: visual inspection of the provided photographs indicated recently explanted devices covered in blood and tissue. The trunnion of the stem appears worn. Loss of taper lock observed. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to disassociation of the metal head from the stem. Visual inspection of the provided photographs indicated recently explanted devices covered in blood and tissue. The trunnion of the stem appears worn. Loss of taper lock observed. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis and head dissociation leading to the trunnion damaging the liner. The stem, head and liner were revised to a restoration modular stem construct, ceramic head, adm/ mdm poly insert and mdm metal liner.